Event description:
On (B)(6) 2017, the tip of a laser fiber broke off at inner table of skull during ablation of left mesial temporal lobe procedure. Upon withdraw of catheter fiber tip was missing, tip is approximately 1mm in length. Unable to see retained fragment on MRI (plastic filament). Decided to leave the fragment and follow... Medtronic rep was present during the case.